Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had "issues with the charging port" and "issues seeing the screen." There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.